Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient previously receiving intrathecal fentanyl and currently receiving an unknown medication via an implantable pump for spinal pain indications. The patient rep reported that the patient's pump had been sitting empty since march because the 'person would not refill' the pump because it was a narcotic. The patient rep stated they would like a letter stating what should be done with the pump when it gets empty. The patient rep stated the patient used to have fentanyl and they did not remember 'bobiodine' in the pump. The patient rep stated they would not fill the pump with saline either. The patient rep confirmed that the pump had been alarming for quite a while. The patient rep stated the patient was about to be on judicial release (agent understood patient was incarcerated). The patient was redirected to their healthcare provider to further address the issue.